Event description:
It was reported to MFR that the physician's hand held screen was freezing after successful interrogations and at the result screen following system diagnostics tests. Troubleshooting was performed and the problems continued to be sporadic. The non-working handheld and software flashcard have been returned to the MFR and analysis is underway. A replacement hand held was sent to the physician and the physician has not encountered any add'l problems.